Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: performance data collected from the device was analyzed and revealed that there was a power on reset, 1 - por for critical ram parity error, addr=2aaa, data=51 on (B)(6)-2012 10:46:01 and 1 - patient alert for por on (B)(6)-2012 10:46:01.

Event description:
It was reported that the device experienced an electrical reset. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.